Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation.

Event description:
The event is reported as: the one-way valve sticks on the resuscitation bag. This occurred during resuscitation of a pt. The resuscitation bag was being used in the operating room. No pt injury reported.